Event description:
It was reported by the customer that during an injection, fluid began leaking out. It was discovered that the syringe had a crack on the side. A new syringe had to be drawn no information was received regarding any serious injury as a result of these reported issues.